Manufacturer narrative:
(B)(4). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached, kinked and blackened. The device was observed under magnification and the cut of the cutting wire was not smooth, indicating it was not a mechanical cut. A functional evaluation was not able to be performed due to the condition of the device. No other issues with the device were noted. The reported complaint was confirmed. Upon analysis, it was observed that the cutting wire was detached, kinked and blackened, which disabled the device's ability to conduct. The cutting wire being blackened indicates that the device was energized. Since the reported event occurred outside the patient, during preparation, the device was likely energized prior to performing sphincterotomy. This can compromise the cutting wire's integrity and could cause premature cutting wire fatigue. Based on event information and the condition of the device, the failure found could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the device failed to be "electrified". The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire detached/separated.